Manufacturer narrative:
Date rec'd by MFR: 11may2019. The gas delivery system (gds) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the gds revealed that the component was returned without the data acquisition printed circuit board assembly, and the oxygen solenoid valve. Further inspection revealed no evidence of damage or contamination. From testing, it was determined that the test ventilator utilized with the returned gds was outside of oxygen accuracy specifications. The sensor air flow amp 1000 sscm on the o2 flow sensor printed circuit board assembly was determined to be defective, and was therefore replaced. The device then passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/19/2019. International UDI: (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that unit had a flow error. The customer reported there was no patient involvement. The event date was not specified; estimate used.